Event description:
Customer reports that the pump is pumping too hard for her on double; that it made her bleed. Customer brought the pump to her lactation consultant for testing the suction and the results indicated that the suction was "way too high."

Manufacturer narrative:
The customer returned the pump for evaluation/investigation. Tests showed it was not releasing the vacuum (out of specification). While the device did not test to specifications, no definitive conclusion regarding the cause of the reported event can be determined. Product has been scrapped. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.